Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis confirmed a controller fault alarm recorded on (B)(6) 2017, indicating a fault regarding the internal battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. A review of the logs revealed that the controller fault was due to the internal battery exceeding 3.75v. However, the maximum voltage of the battery will not reach the 3.75v threshold, indicating that the fault is most likely related to the monitoring portion of the circuit. Further analysis revealed that a resistor in the monitoring circuit was exhibiting erratic electrical behavior. This finding does not affect the ability of the internal battery to power the ¿no power¿ alarm. Based on the available information, the most likely root cause of the controller fault alarm can be attributed to a faulty resistor in the internal battery¿s monitoring circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller revealed a crack on one of the corners of the controller housing. An internal inspection did not reveal evidence of fluid ingress. The observed crack was not related to the reported event and is likely due to the handling of the device. Log file analysis confirmed a controller fault alarm recorded on (B)(6) 2017, indicating a fault regarding the internal battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. A review of the logs revealed that the controller fault was due to the internal battery exceeding 3.75v. However, the maximum voltage of the battery will not reach the 3.75v threshold, indicating that the fault is most likely related to the monitoring portion of the circuit. Further analysis revealed that a re sistor in the monitoring circuit was exhibiting erratic electrical behavior. This finding does not affect the ability of the internal battery to power the ¿no power¿ alarm. Based on the available information, the most likely root cause of the controller fault alarm can be attributed to a faulty resistor in the internal battery¿s monitoring circuit. An investigation was opened to investigate faulty resistors in the controller's internal battery monitoring circuit this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The received controller passed external visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was anxious and annoyed as their controller exhibited a fault alarm.  The cause of the controller fault alarm was the internal battery.  The controller was replaced without issues.  No further patient complications have been reported as a result of this event.